Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a pressure regulating shunt in (B)(6) 2019. In (B)(6) 2019, a small bulge appeared on the patient's head at the shunt tube, and the bulge ruptured. The patient's family took the patient to the hospital for treatment and consulted with the surgeon by phone. The surgeon stated it was a subcutaneous infection and suggested that the patient return to the surgery hospital to re-implant a new shunt. The patient was currently hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no interventions/actions taken to resolve the issue. At present, the patient had been discharged from the hospital and returned home. The patient's family informed that the situation couldn't be resolved.